Event description:
A report was received that the patient would undergo a pocket revision due to pain at the ipg site. During the revision, the pocket was moved to a higher location on the patient 's flank. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.